Manufacturer narrative:
If additional information is provided that changes the outcome of the investigation, a follow-up report will be filed.

Event description:
Metatarsal fractures just distal of the screw insertion points of both patients. I've heard of this before from dr. (B)(6) in (B)(6).